Event description:
It was reported that during an appendectomy procedure, the stapler misfired. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure date (B)(6) 2014? The optimizer indicated (B)(6) 2014. What is meant by ¿stapler misfired¿? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing or opening)? The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended.